Manufacturer narrative:
The insulin pump was received with intermittent button response due to moisture damage on keypad traces. No unexpected numbers ramping/scrolling on their own noted. The insulin pump was received with cracked case at display window corner, broken reservoir tube lip, belt clip slot, minor scratched display window.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the numbers on their insulin pump were scrolling when entering their carbohydrates. Customer's blood glucose was 175 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.